Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15379. It was reported the pt experiences heating and pain at her ipg site. The heating occurs both while charging her ipg and while stimulation is on. Pt also indicates she feels the ipg has moved. The physician feels the heating is related to the movement of the ipg and is currently monitoring the situation.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.